Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported a patients personal diabetes manager (pdm) is getting hot while being charged. In addition the patient reports the pdm will not hold a charge.

Manufacturer narrative:
The patient reported the pdm is getting hot while charging and is not holding charge. A battery was returned with the pdm. The pdm powered on with no issues using the returned battery. No damages or defects were observed to the battery or to the battery compartment. Inspection of the log files found no evidence of the device overheating. The log files show the device was operating within the temperature specifications. The device was not observed to heat up while charging during investigation. Inspection of the log files found no data on the date of occurrence. Inspection of the log files on the last dates of use found no signs of power sensitivity issues as the user was constantly keeping the device plugged in and charging, and no rapid decrease in battery level was observed. A battery life test was performed by charging the pdm to 100% and pairing it with an unused pod to simulate typical patient use. During the battery life test, the battery was observed to decrease from 84% to 3% in approximately 2 hours. Investigation confirms the battery was unable to hold charge per the design specifications, but the exact cause of the inability of the battery to hold charge could not be conclusively determined.correction to d(4): sequence number changed from unavailable to 010302-17217. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/15/2021.

Event description:
It was reported a patients personal diabetes manager (pdm) is getting hot while being charged. In addition the patient reports the pdm will not hold a charge